Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine(5mg/ml, 1.0mg/day) at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the pump possibly flipped and the pump would move around when patient was standing. No withdrawal symptom occurred. The patient was scheduled for a pocket revision due to the patient losing weight and the pump had moved and possibly flipped. During revision, it was confirmed that the pump was not flipped. The healthcare provider (hcp) was able to make a new pocket and therefore did a catheter revision and attached the pump. A refill of the pump was performed. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.